Event description:
Reporter indicated a vns handheld battery could not be charged. The handheld has been returned to the manufacturer and is pending product analysis. Good faith attempts to obtain additional info have been unsuccessful to date.